Event description:
It was reported that an occlusion alarm occurred. There was no reported impact to the customer¿s blood glucose level. The customer declined to complete troubleshooting and stated they would change their supplies on their own.